Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 90,077 joules of use, breakage of the cap with rotation of the entire fiber independently from its sheath was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchange and the second fiber exhibited the same issue. The procedure was completed with "bipolar resector". Patient outcome: no injury to the patient was reported. This report is for second fiber.

Manufacturer narrative:
Product evaluation: the fiber product used during the procedure was not returned for evaluation. Only the fiber card was returned. Fiber card analysis: lot: (B)(4), use date: 02/24/2017, use time: 12:03:58 am, joules used: 217,270 joules. The fiber card is expired - soft joule limit has been reached. Probable root cause: the fiber was not returned for device analysis therefore no probable root cause could be determined; the reported complaint could not be confirmed.